Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas and alleged having trouble bolusing because the screen 'flips'. There was no allegation of an adverse event. This complaint is being reported because the issue may cause the patient to make and error in dosing.